Manufacturer narrative:
The device has not been returned for evaluation. Therefore, this report is based solely on the company representative reported information. Without return of the device, the reported issue could not be confirmed and without the device part number or lot information the product IFU and release documentation could not be reviewed. Historical complaint data review for twice-as-tough cuffs found other instances of patient self-release. This could result in the patient injuring self or others. Of those returned for evaluation, the most common failures were due to stitching/seam damage and material issues such as breaks or use error. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4). Device expected but not yet received.

Event description:
While visiting the emergency department at a hospital for in servicing, a company representative was notified by an ed nurse that an ed admitted patient had broken one of their restraints. The patient was present in the department while the representative was present and they were able hear this patient acting in an extremely aggressive manner. The ed nurse advised that the patient and the caregivers were not injured and they were able to use a replacement to restrain the patient. The company representative had noted that it appeared to them that the tri clasp may not have been seated correctly and that there may have been slack on the nylon tethers. They were not able to retrieve the damaged product while on site.